Event description:
It was reported by the sales rep that during a laparoscopic excision of endometrial implants, the instrument stopped working with hand activation. The case involved was able to be finished with the footpedal with no pt consequence.

Manufacturer narrative:
Analysis summary: the ace36p device was rec'd in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were rec'd. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.